Manufacturer narrative:
Submit date: 8/23/2016. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a syringe. The customer reports: the (B)(6) observed that there is no resistance when plunger is pulled back. Staff noticed that when drawing patients, they are getting a lot of air in the syringe. In one example, the syringe was already very loose even without priming. The customer states the plunger did not have a tight seal with the barrel.